Event description:
It was noted that treatment was interrupted and medication was added for the increased depression. The event resolved. No other relevant information has been received to date.

Event description:
Patient was hospitalized due to a severe depressive episode that was not related to implant/procedure, unknown relationship to stimulation/device, unknown relationship to concomitant medication, causal relationship to primary condition being treated, not related to other medical condition. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. No other relevant information has been received to date.